Event description:
It was reported that the pump experienced an undefined error message. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.